Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 11/21/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported they were performing a second side tplo on an animal. The cautery had been used on the first side without incident. A grounding pad was present on the ventral abdomen. They applied alcohol to second leg. They waited approximately 1.5 mins then cut skin with scalpel blade. They applied monopolar cautery set at 15 using a monopolar pen. This was applied to the wound on a vessel and not the skin. No spark was noted but immediate ignition of the alcohol occurred along all surfaces of the whole leg, especially proximally around the thigh where it had pooled. This was quickly covered with towels and eventually stopped, within 15 to 20 seconds. A superficial thermal injury occurred to the skin on the animal's leg.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. Additionally, evaluation of the concomitant forcefxcs generator found it to function properly and within specifications.